Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information related to an everflo oxygen concentrator. The device was returned to a third party service center. The service technician reports finding the solenoid wire broken and not shift, intake filter and connector tube missing. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information related to an everflo oxygen concentrator. The device was returned to a third party service center. The service technician reports finding the solenoid wire broken and not shift, intake filter and connector tube missing. If any additional information is received, a follow up report will be filed. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.